Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a navi-star¿ thermo-cool¿ electrophysiology catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred during lvot (left ventricular outflow tract) pvc ablation. No cardiac surgery was necessary. The pericardial effusion stopped after pericardial puncture. Patient fully recovered. Procedure details include: temperature controlled mode, 40w. 3 lesions, max. Ablation time 43s, max. Temperature 39°c. Initial max. Impedance 229ohm, no abruptly drop/rise but max. Drop of 67ohm over 10s. There was no evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-mar-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30825348m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).